Event description:
It was reported that the patient experienced pod issues on (B)(6) 2026. The pod was inserted into a blood vessel on her abdomen, which caused pain and bleeding. The patient immediately removed the pod after only 8 minutes of wear time. The patient reported that they have significant scar tissue on their abdomen from years of pod use and repeated wear on the same area. This event is being reported due to the formation of scar tissue attributed to pod use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone: 18.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.